Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's blood glucose was erratic at the time of passing. The caller stated that the customer passed away on (B)(6) 2014 in a hospital. The customer was hospitalized on (B)(6) 2014. The cause of death was asbestosis. The caller stated that the customer's illness began in 2010. The caller did not know the customer's exact blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death. The device had been disconnected by the doctor, one day prior to passing, because the customer was admitted to a hospice unit that did not allow the use of the insulin pump. The caller stated that they cannot return the insulin pump for analysis because they are not sure where the device is; it might have been dropped off at a doctor's office.